Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was seen was in clinic (B)(6) 2025 for complaint of possible movement of ipg. They stated that they felt the corner of the device perforate into her incision; however, this was not external. Reports say they were able to move ipf back and forth and even flip it, and 90% of the time it sits horizontally.. They felt a tugging sensation down her legs when in certain positions. It does have itching and cold and hot sensations as well. Upon assessment, the np does feel they are able to flip the device and that the device is highly mobile, accompanied by a lot of discomfort for the patient. The patient does report their symptoms do, fortunately, remain well controlled. The device was reprogrammed to try and decrease discomfort on (B)(6) 2025. Noted highly moveable ipg and discomfort to patient date of test: (B)(6) 2025. The event is ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025; (B)(6) clinical update (hcp, sdy) additional information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): it stated that they reprogrammed to try and decrease discomfort. They had a revision of the ins and the lead done on (B)(6) 2025. Resolved without sequelae (B)(6) 2025

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they reprogrammed to try and decrease discomfort on (B)(6) 2025, no other actions taken. The event is still ongoing as of (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.